Event description:
Report received indicated balloon ruptured during inflation. The target lesion was the right coronary artery (rca) (proximal and distal segments). The lesion was a de novo, diffused, moderately calcified and moderately tortuous. There was 90% stenosis. Initially 3 drug eluting stents (des) (taxus express) were implanted from the distal to the mid and proximal sections of rca. However, a vessel haematoma occurred when the taxus stent was implanted at the proximal end of the rca. In order to treat the haematoma, attempts were made to implant a cypher stent (3.5/18m).

Manufacturer narrative:
The cypher stent was then implanted and overlapped from the ostium of the rca to the proximal end of the taxus stent already in situ. While inflating the cypher, the balloon ruptured at 16atm on the first attempt although the stent was already deployed. Subsequently, the stent was post-dilated with a high-pressure balloon and ivus was conducted. Thereafter the procedure was completed successfully. There was no adverse consequence to the patient. The stent delivery system (sds) will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the united states product.